Event description:
It was reported that the patient complained of shortness of breath post implant. Echo showed a small pericardial effusion. The patient was taken back to the ep lab to reposition the rv lead. The next day, the patient reported symptoms improved.

Manufacturer narrative:
Na